Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads dislodged. The ra lead was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.